Event description:
It was reported that when the respiratory therapist was setting up the back-up ventilator, there was no air flow coming from the ventilator. The assist/control button was stuck, and the ventilator would only switch to pressure control. The ventilator was not on a pt when the reported problem occurred.